Event description:
It was reported that this pacemaker and right ventricular (rv) lead had an alert for high out of range impedance values. The patient was brought into the clinic where the system was checked using isometric and pocket manipulation with no findings. Technical services discussed to consider unipolar pace bipolar sense. No additional adverse patient effects were reported.